Event description:
The customer reported, that two patients displayed vtach rhythms and were treated, however, one rhythm was a duplicate rhythm from another patient. One patient received incorrect treatment for an erroneous vtach waveform as a result. The customer stated, the patient in question did not suffer any injury or harm. The patient was discharged from the hospital by the time a philips field service engineer went on site. There was no death or serious injury to the patient.

Manufacturer narrative:
A philips field service engineer was dispatched and determined that two viridia telemetry transmitters and two viridia telemetry receivers had been programmed with the same frequencies at installation, resulting in the ECG waveforms for one patient appearing in two patient sectors on the central station. As a result, two patients were treated for a vtach event detected by the telemetry system. There was no death or serious injury. One of the transmitters and one of the receivers have been reprogrammed to a new frequency and the system has been retested. The devices remain installed and in use at the customer site.